Event description:
It was reported that vassallo gt .014 ns1 (the product) was used in a case of a lesion in below-knee area with severe calcification and occlusion rate was 70% to less than 100%. When the product was inserted into a microcatheter (corsair armet 14, manufactured by asahi intecc) and attempted to pass through a lesion, it was visually confirmed that there was something wrong with the product, so it was removed from the patient's body. The procedure was completed without any problems and there were no health hazard on the patient.

Manufacturer narrative:
Filmecc is conducting a retrospective review of world-wide complaints received after 510(k) clearance but prior to commercial release in the united states. This MDR is being filed based on the outcome of that retrospective review. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 [manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1,vgw1430ns1,vgw1423ns3,vgw1430ns3) over the past three years showed that the number of events of polymer jacket peeling was small and did not show an increasing trend. Returned product investigation] coil elongation with separation of the polymer jacket was observed at approximately 29 mm from the tip of the product. The core wire was exposed in the range of approximately 35 mm to 61 mm from the tip of the product, and the polymer jacket was rolled up and pulled to the tip side. In addition, streaky peeling of the ptfe coating was observed in the range of approximately 165 mm to 185 mm from the tip of the product. Based on the condition of the product and information obtained, it was presumed that the coil elongation and polymer jacket peeling may have been caused by the hard edge of the tip of the combined device coming into strong contact with the product during the procedure, which may have damaged the polymer jacket, leading to coil elongation and winding up of the polymer jacket. It was presumed that the peeling of the ptfe coating may have been caused by excessive contact with the torquer. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer coating, resulting in coating material remaining in the vasculature, which may result in unintended adverse events requiring additional intervention.] Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating)